Event description:
In 2007, the pt reported that his blood glucose has been elevated to over 200 mg/dl for the past 24 hours. He stated that one day earlier at noon, his blood glucose measured 323 mg/dl and he was vomiting and felt extremely tired. He stated that he noticed his infusion tubing was leaking insulin at the luer connection. He stated that he changed the infusion tubing and infusion site and bolused 3 units of insulin and then 5 units of insulin. The pt stated that he used 99.5 units of insulin from one day earlier at midnight to the following day at midnight. He normally uses 40-50 units of insulin per day. To troubleshoot the pt was advised to disconnect from his infusion site and to bolus. He was able to see insulin drip from the end of the infusion tubing. The pt stated that he would get insulin and syringes from the pharmacy. Further attempts to contact the pt for f/u were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.